Event description:
Reporter indicated that interrogation of a vns pt's generator revealed that the pt was set to parameters that were not intended. Good faith attempts for add'l info and programming history have been unsuccessful to date.